Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The pump was unable to verify failed battery test alarm, battery out limit alarm, and weak battery alarm due to blank display. The pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a blank display and failed battery test from the insulin pump. The customer's blood glucose level was unknown. The customer stated that she received a failed battery test and the screen went blank. The customer was advised that aaa alkaline battery is the best usage for the pump. The customer stated that she uses energizer. The customer was advised that if alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.